Event description:
It was reported that the surgeon went to tighten final blocker and the spring of the cervical plate came off.

Manufacturer narrative:
Method: device not returned;results: manufacturing files could not be reviewed because no lot or parts were provided. Conclusion: additional information about the reported event was not available, so the root cause is not determined.

Event description:
It was reported that the surgeon went to tighten final blocker and the spring of the cervical plate came off.